Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. At a follow-up visit on (B)(6) 2021, a tachycardia with chest pain was noted. The 6-month follow-up EKG was noted to be normal, and the patient has no history of arrhythmia. The patient was treated with 600-800 mg ibuprofen every 8 hours. A resolution date of (B)(6) 2022 was given. On (B)(6) 2022 a pericardial effusion with pericarditis were noted. The physician prescribed colchicine 0.6 mg tablet ibuprofen 600 mg tablet.

Manufacturer narrative:
The device remains implanted. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment and pericardial effusion.